Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened box and seven packets of product code sxpp1a401 were received for evaluation. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and the needle-suture combination were placed correctly. The sutures were dispensed without problems and the fixation feature were present. In addition, the strand was examined along the strand and no defects, or damage on the barbs or tabs could be observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and barbed suture was used. When doing initial procedures to fix a tap, the suture¿s tap was easily detached. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Investigation findings: c22 ¿ photo evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a suture/needle assembly dispensed, the suture end damaged and without the fixation tab present. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m . This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.